Event description:
It was reported that during implant the right atrial (ra) lead was removed from the patient and the helix was noted to be extended without the physician having used the extension tool to do so. The ra lead was replaced and another used. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. It was also noted that the inner tubing was kinked/buckled and the lead appeared to have been damaged at implant.